Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline had external damage likely due to patient trauma. The external cover had a large slit on the affected area near the exit site on the velour portion. Technical services reviewed the log file and found no abnormal alarms or events. The x-rays were also unremarkable. The tear to the driveline jacket appeared cosmetic and rescue tape was requested to be used at the repair site. The patient was advised to be vigilant to avoid water exposure and will be in the clinic every two weeks to assess integrity of rescue tape.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: review of the submitted driveline photos confirmed external, superficial driveline damage. A specific cause for the superficial driveline damage could not be conclusively determined through this evaluation. The patient presented to the clinic on (B)(6) 2020, with a large slit in the velour portion of the patient¿s driveline near the driveline exit site. It was reported on (B)(6) 2020, that the damage was likely due to patient-induced driveline trauma. Rescue tape was applied to the tear, and the patient was advised to avoid water exposure to the damaged area. The patient was reportedly asymptomatic with no alarms, and will return every 2 weeks to reassess integrity of the rescue tape. The submitted driveline photos confirmed the report of a tear in the outer silicone jacket of the driveline near the driveline exit site. The submitted x-rays did not show any areas of potential breakdown of the driveline¿s metal braided shield. No evidence of a driveline wire compromise was observed in the submitted x-ray images. A review of the submitted log file from (B)(6) 2020, through (B)(6) 2020, found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended. The patient remains ongoing on (B)(6), with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.